Manufacturer narrative:
This report is submitted on april 4, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). Surgery to reposition the magnet was completed in march 2019 and under general anaesthetic. The implanted device remains.